Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The pt did not report taking any actions due to this meter issue. Forty-five minutes later, the pt experienced the symptoms of frequent urination, swollen feet, dizziness and stress. The pt did not seek any medical attention or treatment. Troubleshooting revealed the pt's test strips were correct, and that the pt had not replaced the meter's battery as recommended by the MFR. The pt replaced the battery, and the issue was resolved. The meter, test strips and control solution were replaced. The pt had not replaced the meter's battery as recommended. The pt allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.